Manufacturer narrative:
Based on the additional information obtained regarding the device, kci's assessment remains the same: it cannot be determined if the reported hemorrhaging is related to v.a.c.® therapy.

Event description:
On (B)(6) 2015, the device was tested per quality control (qc) procedures by kci field service, and the unit passed the qc checks and met specifications. On (B)(6) 2015, the device was placed with the patient. On mar 15 2016, kci quality engineering (qe) completed a review of kci records and determined that on jan 19 2016, the device was returned and tested per qc procedures by kci field service. The device passed qc checks and met specifications. The customer complaint could not be confirmed in kci qe.

Manufacturer narrative:
Based on information provided, it cannot be determined that the alleged hemorrhaging is related to v.a.c. Therapy. The patient was on anticoagulant treatment, and thus, was prone to bleeding. Kci has made numerous unsuccessful attempts to obtain additional information. No additional information has been provided. Device labeling, available in print and online, states: with or without using v.a.c. Therapy, certain patients are at high risk of bleeding complications. The following types of patients are at increased risk of bleeding, which, if uncontrolled, could be potentially fatal. Patients who have weakened or friable blood vessels or organs in or around the wound as a result of, but not limited to: suturing of the blood vessel (native anastomosis or grafts)/organ, infection, trauma, radiation patients without adequate wound hemostasis. Patients who have been administered anticoagulants or platelet aggregation inhibitors. Patients who do not have adequate tissue coverage over vascular structures. If v.a.c. Therapy is prescribed for patients who have an increased risk of bleeding complications, they should be treated and monitored in a care setting deemed appropriate by the treating physician. If active bleeding develops suddenly or in large amounts during v.a.c. Therapy, or if frank (bright red) blood is seen in the tubing or in the canister, immediately stop v.a.c. Therapy, leave dressing in place, take measures to stop the bleeding and seek immediate medical assistance. The v.a.c. Therapy units and dressings should not be used to prevent, minimize or stop vascular bleeding.

Event description:
On (B)(6) 2015, the following information was reported to kci by the nurse: the patient was on blood thinners and there was blood in the lines. On (B)(6) 2015, the following information was reported to kci by the nurse: the patient had bleeding and was sent to the emergency room (ER) on (B)(6) 2015. While in the ER the patient's wound was cauterized to stop the bleeding. The bleeding was not large enough to require a blood transfusion. The nurse is unsure if v.a.c. Therapy caused the bleeding to occur. After the wound was cauterized v.a.c. Therapy was restarted and the patient was discharged to home from the ER. There have been no further bleeding events for the patient and the wound continues make progress at this time. On (B)(6) 2015, the device was tested per quality control (qc) procedure by kci field service, and the unit passed the qc checks and met specifications. On (B)(6) 2015, the device was placed with the patient. On dec 10 2015, a service work order was created to exchange the unit. On dec 15 2015 kci quality engineering, completed a review of the kci records that found the patient stated that the device was working properly and did not want to swap the device. The device remains with the patient to date with no further reported issues; therefore, the device is not available for evaluation in kci quality engineering and the customer complaint could not be substantiated.